Event description:
It was reported that guidewire fracture occurred. The target lesion was located in a mildly tortuous and moderately calcified proximal anterior tibial artery. A savion flx guidewire was selected for used. However, during arterial peripheral vascular procedure, the device was fractured. Attempts were made to snare the remainder of the device and an additional femoral access and addition supplies were needed to snare from a different approach along with approximately an additional hour of procedure time. Eventually, the wire was straightened by multiple manipulations. The fractured pieces were removed by a pedal access sheath. The procedure was completed with a non-bsc device, and the patient has fully recovered.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in a mildly tortuous and moderately calcified proximal anterior tibial artery. A savion flx guidewire was selected for used. However, during arterial peripheral vascular procedure, the device was fractured. Attempts were made to snare the remainder of the device and an additional femoral access and addition supplies were needed to snare from a different approach along with approximately an additional hour of procedure time. Eventually, the wire was straightened by multiple manipulations. The fractured pieces were removed by a pedal access sheath. The procedure was completed with a non-bsc device, and the patient has fully recovered.

Manufacturer narrative:
Correction: device code corrected from fracture a040101 to detachment of device or device component. Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box batch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device returned to this complaint, and it was observed that the guidewire was a fracture in the distal section and the fragment was not returned to this complaint. A part of original box returned, and it was observed that the pouch information matches with the complaint information. No more damages were observed in the device. Under the microscope was observed that the guidewire was a fracture in the distal section.